Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the g5 mobile application had no data. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of data gaps. A root cause could not be determined via data.